Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was blood leakage from a damage on the tubing that occurred."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd received one used 23g pbbcs and four photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for a leak was observed. The samples were tested and the indicated failure mode for a leak was observed. A gross visual inspection of the returned unit found that a tear was present on the extension tubing near the luer adapter. The tear was small and ran perpendicular to the length of the extension tubing. Flushing the unit confirmed that the unit leaked from the observed tear. Further inspection of the tear under a microscope found that small portions of the tear appeared to have material missing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of a leak; however, bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip and failure of the product to contain blood/medication. The following information was provided by the initial reporter. The customer stated: "there was blood leakage from a damage on the tubing that occurred.".